Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 2.5mm and the lesion length was 48mm. Pre-procedure there was 100% stenosis and post-procedure 5% stenosis. A 2.5x20mm liberte stent was implanted. The procedure was a technical success. The patient was discharged one day after the index procedure with unstable angina type iiib. The discharge medications were asa and clopidogrel. The patient experienced cardiac death on the day of discharge.